Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported suspected rupture to an unknown side. Device remains implanted.

Manufacturer narrative:
Additional data: h.3., h.6. Device evaluation: visual analysis of the returned device identified: the device was broken shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: opening sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side radius assessed as unidentified (tear) opening.

Event description:
Patient reported right side "suspected rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5., d.1., d.2., d.4, d.10, g.1., g.4, g.5, h.3., h.4, h.6.

Event description:
Patient reported right side "suspected rupture." Device has been explanted.

Event description:
Device has been explanted.